Manufacturer narrative:
One device was returned for repair. Visual evaluation found lens cover cracked, battery compartment cracked, and cassette pin jammed. Device failed disposable test; the cassette detector pin was stuck in place. Confirmed customer complaint, cassette sensor plunger was stuck. Performed verification testing and device passed all test criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device cassette had a sensing problem and a plunger that was stuck.